Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient's ipg was explanted and replaced. Therapy has been restored postop.

Event description:
It was reported that the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient was unable to set their system into surgery mode prior to their unrelated hip surgery. The ipg is unable to communicate with external devices and the patient is not receiving therapy.